Event description:
The manufacturer received information alleging the patient developed asthma with associated coughing and wheezing for which they use an inhaler in the mornings and will be going in for a lung function test is assessed. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient.